Event description:
It was reported that while repositioning the right ventricle (rv) lead for optimum placement during initial implant, an unknown white material was observed in the helix of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
He reported event of white tube in the helix was confirmed. As received, a complete lead was returned in one piece with the helix extended and was found bent consistent with procedural damage. The steroid plug was found to be shifted towards the distal end of the helix which is consistent with happening during the procedure. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. The cause of the reported event was isolated to the steroid plug found to be shifted distally.